Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed a rusted base and the cable connector lockring is missing. Functional evaluation revealed the ablate pedal does not function when pressed, the coag pedal works as intended. The complaint was confirmed and the root cause is associated with electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include an excessive tensile stress applied to the cable could have partially broken one or more signal wires prematurely causing non-functionally of the pedal. There may have been a loose cable connection between the returned device and the used controller, which could cause non-functionality of the device. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the vulcan footswitch was not working. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.